Event description:
It was reported patient underwent a left hip revision approximately 1-month post implantation due to dislocation after a fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 0100551207, fitmoreâ®, hip stem, uncemented, b/7, taper 12/14, 3071654. 00877503602, bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, 3090759. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Visual examination of the provided pictures identified the head, liner, and stem were explanted and are covered in bio-debris. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. It was reported the patient dislocated after a fall. However, as the reason for the fall is unknown, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.